Event description:
It was reported that the device was leaking fluid from the tank due to cracked water tank. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). One device was returned for evaluation. Functional testing was performed confirming the customer's reported problem. Visual inspection was not performed. The root cause of the problem was that the tank and housing were broken; the unit was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.